Event description:
It was reported that during an unknown procedure the device failed to fire. There were no patient consequences.

Manufacturer narrative:
(B)(4). D4 batch # 567a55. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with no apparent damage. The reload had the proximal 5 drivers up and the remaining drivers down with staples present and a swing tab in the unlocked position. And the knife is not completed within the doghouse. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The swing tab in unlocked position is consistent with an improper loading technique. It is possible that the knife exposed noted on the reload is consistent with the firing knob not returning completely prior to opening the device causing the knife not to return completely to its home position. Please refer to the instructions for the use as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 567a55, and no non-conformances were identified.